Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high capture threshold was noted. During explant an insulation anomaly was observed. Lead was explanted and replaced. Patient condition was fine after the event.